Event description:
A customer reported that the cassettes were "faulty" as the machine was not able to read any of the cassettes and a system message displayed prior to a procedure. As a result, the initiation of the procedure was delayed by an hour after the patient had received a retrobulbar block. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).